Event description:
A pt being enrolled in the trident tritanium acetabular shell revision study(B)(4) was reported to have previous implants manufactured by stryker. The reason for acetabular shell revision was listed as pain and polyethylene wear.

Event description:
It was reported that while performing an afib ablation there was a perforation in the left superior pulmonary vein of the patient. Pericardiocentesis was performed to stabilize the patient. There was no known malfunction with any of the bwi equipment that was in use during this case.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system; model #: m-4800-01; serial #: (B)(4). Stockert rf generator; model #:m-5463-01; serial #: unknown. (B)(4).

Manufacturer narrative:
(B)(4). Product was not returned for investigation as initially reported.